Event description:
Lead product analysis was completed. During the visual analysis an abraded opening was observed on the outer silicone tubing. The abraded opening and slice mark found on the outer silicone tubing; most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin, indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted products were received by product analysis. Generator product analysis was completed. There were no performance of any other type of adverse events found with the pulse generator. Product analysis for the lead has not been completed to date.

Event description:
Patient presented with high impedance. Patient recently underwent generator replacement on (B)(6) 2019. It was noted by the surgeon who performed the generator replacement surgery thought that he may have touched the lead with a scalpel blade causing the high impedance as a slight mark in the lead cover was observed during surgery. It was noted that impedance was ok for about the two weeks following generator replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.